Manufacturer narrative:
Corrected data: h6-health effect - impact code: "4629" should be removed and "4627" should be added. H6- medical device problem code: 1494- off label use (preexisting: progressive myopia) . Claim# (B)(4).

Manufacturer narrative:
Additional data: h6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.50/+1.5/090 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6)2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The ac had more stable depth after exchange, normal iop, vault and ac depth much improved. The cause of the event was due to patient-related factor. The device did not fail to perform as intended. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.50/+1.5/090 (sphere/cylinder/axis), into the patients left eye (os). The lens had excessive vaulting and shallow ac. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D6a: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).